Event description:
New information provided by customer: there was no defect reported for the subject device.

Manufacturer narrative:
This report was sent in error, there was no defect reported for the device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h6. Correction: d9. The device was not returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, there was no defect in the subject device. The issue occurred due to the device used in combination with camera head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had distorted image and displayed e226 error. These issues occurred during sedation (device inside patient) for a therapeutic rotator cuff tear surgery procedure. The procedure was completed with a back-up device. There were no reports of patient harm.